Event description:
This report is based on information provided by field service engineer fse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while in use, when the vl (video laryngoscope) was plugged into the device and the video screen did not open. The ems (emergency medical service) site manager reported that when the crew tried to open manually, "no device detected" message was displayed. When crew returned to the station, the same vl (video laryngoscope) was then used on a different tempus pro and worked as intended. The ems (emergency medical service) site manager further reported the procedure had to be repeated, otherwise no impact to patient.